Event description:
One pt with discrepant total bilirubin results. Initial result gave 466 umol/l; repeated diluted gave 254 umol/l. A second sample resulted at 221 umol/l. No adverse events reported in association with the incorrect results. The investigational unit did not verify the customer's complaint as the customer reported replacing the sample arm of the analyzer which resolved the issue.